Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery on the insulin pump. The customer was unable to remove the reservoir or troubleshoot and was told to call back. During the next call the customer was also unable to troubleshoot, but was told not to rewind the pump before disconnecting the quick release. The blood glucose level was unknown. No further information was provided.